Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure to upgrade the device, a new right ventricular (rv) lead was placed and connected to the new device. The defibrillation coil exhibited high undefined impedance. The pocket was reopened and the lead was removed from the header, reinserted and the coil impedance was still high and undefined. A new lead was then implanted and connected to the same device with the same abnormal impedance. The physician requested a second device which was connected to the second lead and the coil impedance was normal. The new rv lead and new device remain in use. No patient complications have been reported as a result of this event.